Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. D4: batch # 101c78. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45d reload was received for analysis; it was noted to be damaged and bent at the proximal end. The reload was received unfired. Upon evaluation of the reload, the reload pan was noted to be partially dislodged at the proximal end side, with 8 double drivers and 2 single drivers missing. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 101c78, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the unk surgery, noted that cartridge base loose and could not install. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.